Event description:
Pt was having an invasive procedure performed utilizing this x-ray system when suddenly the entire x-ray system went down. The x-rays system's generator had blown a fuse. The pt was not injured.